Manufacturer narrative:
Additional narrative:the actual device was returned for service; however, it did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had high temperature. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn bearings from normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the cranitome device had high temperature. This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.